Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, CT imaging quality was suboptimal, preventing accurate valve size assessment which may have contributed to valve oversizing and subsequent lvot and lv wall dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post valve deployment in a tf tavr procedure, the patient had multiple dissections in the left ventricle outflow track (lvot) and the lv wall requiring surgical intervention. During the procedure, balloon aortic valvuloplasty (bav) was performed successfully with edwards bav under rvp. A novaflex+ delivery system with a 29mm sapien xt valve was advanced without difficulty. The valve was positioned across the native aortic annulus in a 50/50 position, and was successfully deployed 50:50. Valve position and expansion relative to annulus was good via tee and angio assessments immediately post deployment. However, there appeared to be inadequate filling of the l coronary cusp and questionable contrast visible external to the l cusp. The patient became severely hypotensive and tee showed signs of significant effusion. The decision was made to convert to open exploratory cardiothoracic surgery and cpb support was initiated. Multiple dissections were noted in the lvot and lv wall causing the bleeding, effusion, and subsequent prolonged hypotension. After surgical repair of the dissections and transfusion of multiple blood products, the patient continued to be hypotensive but was transferred to the sicu. The patient expired in the sicu shortly after transfer due to severe hypotension. The perceived root cause of the event was attributed to suboptimal CT imaging quality, preventing accurate valve size assessment which may have contributed to valve oversizing and subesequent lvot and lv wall dissection. The quality of the CT scan was very poor with a lot of artifact, but there didn¿t appear to be a significant amount of calcium extending into the lvot. Dimension of the native annulus was estimated to be 23x30mm.